Event description:
Clinical narrative: an impella 5.5 device was inserted via the right direct surgical approach in a 75-year-old female patient for elective placement. The patient had a history of known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage b. During the procedure, surgical bleeding was noted. The physician identified the source of bleeding, and hemostasis was achieved with sutures, pressure, and ligation prior to chest closure. It was noted that the bleeding was not caused by the impella 5.5 device but was related to the surgical procedure. No dissection was identified or repaired. The patient remained on support as recovery continued. Bleeding may occur in the setting of surgical procedure and anticoagulation requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Investigation summary: patient-device interaction (major bleed) : the root cause of the access site adverse event was not determined due to insufficient clinical details.